Event description:
Pt reported experiencing elevated blood glucose levels of 'hi' for 10 days. Blood glucose reading was not provided. Pt's normal blood glucose range was not provided. Pt stated she changed the infusion set and took correction with success. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.